Event description:
It was reported to boston scientific corporation that the patient was implanted with pinnacle anterior-apical pelvic floor repair kit (date of the procedure in unknown).according to the complainant, the patient experienced complications (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle posterior pelvic floor repair kit on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced recurrent urinary tract infections, dyspareunia, rectal pain, dysuria, bladder infections, and abdominal and pelvic pain. All other information is unknown and unavailable.

Manufacturer narrative:
Upn was updated from "(B)(4) - pfr kit- pinnacle, anterior/apical" to "(B)(4) - pfr kit- pinnacle, posterior"